Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place where in ipg and leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective stimulation. In result, surgical intervention may take place at a later date to address the issue.

Event description:
Leads were reported under related record per-(B)(4) with manufacturer report number 1627487-2020-04831 and 1627487-2020-04832.